Event description:
The patient reported that after they went thru the airport security, the previously working patient activator was no longer working. The batteries were changed, but still did not work. Disposition of the device is unknown. A replacement patient activator was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.